Event description:
This lead displayed head lead impedance. A new lead was implanted w/o complication. There was no indication if this lead was capped or explanted. This lead was not replaced with another biotronik lead.